Event description:
It was reported that the reservoir of an infusor ruptured during filling. This device was being manually filled with an unknown solution via syringe. This event was noted prior to use. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one used sample was received. Visual inspection of the sample noted a ruptured bladder in a non-footing position. The bladder was microscopically examined and markings were noted on the exterior surface of the bladder near the rupture line. The cause was undetermined. Should additional relevant information become available, a follow-up medwatch will be submitted.